Event description:
This lead was explanted due to dislodgement. Scar tissue was noticed on the lead helix so the lead was replaced instead of repositioned. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.